Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device has no ventilation output. The reporter further stated that the device does show signs of physical damage (a cracked lcd touchscreen). There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. The patient survived the event and was placed on their backup ventilator for support.

Manufacturer narrative:
H6: the device was received by ventec and its electronic records (system logs) were downloaded for analysis where ventec confirmed that the device had previously logged patient circuit disconnect alarms. Ventec then evaluated the device but was unable to duplicate the reported issue of no ventilation output, nor was ventec able to duplicate the reported issue of displaying patient circuit disconnect alarms. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.